Event description:
It was reported that during surgery, the black end of the obturator has sheared off. There was no delay and a backup device was available. Device broke while it was being used but no piece left inside reported.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the obturator confirms the black knob broke off the device. All broken pieces were returned. The device shows significant signs of wear/usage. This device was manufactured in 1994. A complaint history and DHR review not performed for this event, as no manufacturing, packaging or labelling defects were associated with the reported failure. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.